Event description:
It was reported that the patient with this implantable lead had a fall and experienced tiredness. Patient also stated this lead might have been pulled. Boston scientific technical services (ts) referred the patient to clinic. This lead remains in service. No adverse patient effects were reported.